Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. This is the first of two submissions from the same patient event. The other is line (B)(6) (1220246-2016-00317). The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The catalog number ar-503-ttte and lot number 1297366 associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall. If additional relevant information is received, a follow-up report will be submitted. Device being returned. Not yet received.

Event description:
It was reported that on (B)(6) 2015, patient underwent a left tka procedure. On (B)(6) 2016 surgeon performed a revision left tka due to patient pain. During the revision procedure, the surgeon explanted the tibial tray ar-503-ttte (lot 1297366 )((B)(6)), and bearing implant ar-513-be08 (lot 113601337a)((B)(6)). To complete the procedure, the surgeon implanted the following arthrex parts: tibial tray ar-513-t4 (lot 10038080), bearing implant ar-513-be13 (lot 113601414) and stem extension implant ar-513-1450 (lot 10036355). Patient was a female, age (B)(6). During the revision procedure when the ar-613-1 universal handle lot 1391544 ((B)(6)) was being used for the removal of the tibial punch head. The punch head was able to be removed but the handle broke in the process which did not result in patient harm. Handle is being returned for evaluation. Patient medical records of (B)(6) 2016 noted that patient was reporting continued knee pain and swelling. Patient was injected and aspirated at that time. On (B)(6) 2016 records noted that injection/aspiration helped with symptoms for only a few days. Examination of the left knee demonstrated swelling. Palpation of the left knee demonstrated inferior pole patella tenderness, medial joint line and medial tibial plateau tenderness. Mild effusion of the left knee was noted. Records also indicated patient had pain with flexion and no pain with extension. Patient had a positive patellar grind test. Patient was scheduled for the (B)(6) 2016 revision.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant. The contribution of the device to the reported event could not be determined. The catalog number, ar-503-ttte and lot number 1297366, associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2015, patient underwent a left tka procedure. On (B)(6) 2016 surgeon performed a revision left tka due to patient pain. During the revision procedure the surgeon explanted the tibial tray ar-503-ttte (lot 1297366 )((B)(4)), and bearing implant ar-513-be08 (lot 113601337a)((B)(4)). To complete the procedure the surgeon implanted the following arthrex parts: tibial tray ar-513-t4 (lot 10038080), bearing implant ar-513-be13 (lot 113601414) and stem extension implant ar-513-1450 (lot 10036355). Patient was a female, (B)(6). During the revision procedure when the ar-613-1 universal handle lot 1391544 ((B)(4)) was being used for the removal of the tibial punch head,. The punch head was able to be removed but the handle broke in the process which did not result in patient harm. Handle is being returned for evaluation. Patient medical records of (B)(6) 2016 noted that patient was reporting continued knee pain and swelling. Patient was injected and aspirated at that time. On (B)(6) 2016 records noted that injection/aspiration helped with symptoms for only a few days. Examination of the left knee demonstrated swelling. Palpation of the left knee demonstrated inferior pole patella tenderness, medial joint line and medial tibial plateau tenderness. Mild effusion of the left knee was noted. Records also indicated patient had pain with flexion and no pain with extension. Patient had a positive patellar grind test. Patient was scheduled for the (B)(6) 2016 revision.